Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the expulsor was found to be out of specification which caused the reported issue. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed accuracy test by delivering 2ml over what it was supposed to. This occurred during testing. No patient was present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Additional information received that there was no patient involvement.